Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). The customer tried to clear the advisory message, but the (ua) 45 persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during the archive data review and functional testing. The root cause of the (ua) 45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was noted. Also, unrelated to the reported issue, a stiff manual rotation of the driveshaft was observed on the returned autopulse platform. This type of stiff rotation of the driveshaft is likely due to the normal use of the device. The clutch area was cleaned to remedy the driveshaft issue. The archive data show the presence of a user advisory (ua) 45 error message around the customer's reported date that likely related to the drive shaft not being in the home position during the power on, thus confirming the reported complaint. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional evaluation failed as the autopulse platform displayed a (ua) 45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).